Event description:
It was reported that the pt stated that the sound is fluctuating and that causes headache. Testing shows that the device has malfunctioned. External parts were checked. There is no record of head trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.